Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations") and back pain ("severe back pain"). The patient was treated with surgery (partial hysterectomy to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menstruation irregular, menorrhagia, dyspareunia, abdominal distension, hormone level abnormal and back pain outcome was unknown. The reporter considered abdominal distension, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia and menstruation irregular to be related to essure. Diagnostic results: hysterosalpingogram: essure coils were properly in place and that her fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), pelvic inflammatory disease ('pelvic inflammatory disease') and bipolar disorder ('psychiatric and/or psychological condition( s) : bipolar disorder') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included gravida I, tonsillectomy and meniscus operation. *hysterosalpingogram: essure coils were properly in place and that her fallopian tubes were occluded. Previously administered products included for an unreported indication: lithium from 2011 to (B)(6) 2017 and nuvaring. Past adverse reactions to the above products included bipolar disorder with lithium. Concurrent conditions included hemostasis, dysuria, frequency urinary, vaginal irritation, vaginal discharge, bipolar disorder and back pain. Concomitant products included since (B)(6) 2016, etonogestrel (nexplanon) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced genital haemorrhage ("heavy and abnormal bleeding/ heavy bleeding"), menstruation irregular ("irregular menstruation, irregular bleeding") and dyspareunia ("pain during intercourse/ painful intercourse"), 23 days after insertion of essure. In (B)(6) 2016, the patient experienced back pain ("severe back pain, lower back pain"), pelvic pain ("pelvic pain"), fatigue ("fatigue") and allergy to metals ("nickel allergy") with erythema. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menstruation"), abdominal distension ("bloating") and gastrooesophageal reflux disease ("gerd") and was found to have hormone level abnormal ("hormonal fluctuations"). The patient was treated with lamotrigine (lamictal), proton pump inhibitors, risperidone (risperdal), tramadol and surgery (artial hysterectomy to remove the essure device and partial hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic inflammatory disease, genital haemorrhage, dysmenorrhoea, menstruation irregular, menorrhagia, abdominal distension, hormone level abnormal, pelvic pain, fatigue, allergy to metals and gastrooesophageal reflux disease outcome was unknown, the bipolar disorder had not resolved and the dyspareunia and back pain had resolved. The reporter considered abdominal distension, allergy to metals, back pain, bipolar disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: essure 3 coils visible on the right and 4 coils on the left. Plaintiff did not allege any unintended pregnancy, as per (B)(6) 2018 fu she experienced back pain after her first pregnancy in approximately (B)(6) 2016, where as according to previous version she experienced back pain beginning after her first pregnancy in 2012. (Discrepancy noted in pregnancy date). ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; pelvic pain. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Reporter's information added. Event: pelvic inflammatory disease added. Event genital haemorrhage seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), pelvic inflammatory disease ('pelvic inflammatory disease') and bipolar disorder ('psychiatric and/or psychological condition( s) : bipolar disorder') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included gravida I, tonsillectomy and meniscus operation. *hysterosalpingogram: essure coils were properly in place and that her fallopian tubes were occluded. Previously administered products included for an unreported indication: lithium from 2011 to (B)(6) 2017 and nuvaring. Past adverse reactions to the above products included bipolar disorder with lithium. Concurrent conditions included hemostasis, dysuria, frequency urinary, vaginal irritation, vaginal discharge, bipolar disorder and back pain. Concomitant products included since (B)(6) 2016, etonogestrel (nexplanon) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced genital haemorrhage ("heavy and abnormal bleeding/ heavy bleeding"), menstruation irregular ("irregular menstruation, irregular bleeding") and dyspareunia ("pain during intercourse/ painful intercourse"), 23 days after insertion of essure. In (B)(6) 2016, the patient experienced back pain ("severe back pain, lower back pain"), pelvic pain ("pelvic pain"), fatigue ("fatigue") and allergy to metals ("nickel allergy") with erythema. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menstruation"), abdominal distension ("bloating") and gastrooesophageal reflux disease ("gerd") and was found to have hormone level abnormal ("hormonal fluctuations"). The patient was treated with lamotrigine (lamictal), proton pump inhibitors, risperidone (risperdal), tramadol and surgery (artial hysterectomy to remove the essure device and partial hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic inflammatory disease, genital haemorrhage, dysmenorrhoea, menstruation irregular, menorrhagia, abdominal distension, hormone level abnormal, pelvic pain, fatigue, allergy to metals and gastrooesophageal reflux disease outcome was unknown, the bipolar disorder had not resolved and the dyspareunia and back pain had resolved. The reporter considered abdominal distension, allergy to metals, back pain, bipolar disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: essure 3 coils visible on the right and 4 coils on the left. Plaintiff did not allege any unintended pregnancy, as per (B)(6) 2018 fu she experienced back pain after her first pregnancy in approximately (B)(6) 2016, where as according to previous version she experienced back pain beginning after her first pregnancy in 2012. (Discrepancy noted in pregnancy date) ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("heavy and abnormal bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, tonsillectomy and meniscus operation. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included hemostasis, dysuria, frequency urinary, vaginal irritation, vaginal discharge and bipolar disorder. Concomitant products included ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstruation, irregular bleeding"), back pain ("severe back pain, lower back pain"), pelvic pain ("pelvic pain") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menstruation"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations") and allergy to metals ("nickel allergy"). The patient was treated with surgery (partial hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menstruation irregular, menorrhagia, abdominal distension, hormone level abnormal, pelvic pain, fatigue and allergy to metals outcome was unknown and the dyspareunia and back pain had resolved. The reporter considered abdominal distension, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: essure 3 coils visible on the right and 4 coils on the left. Diagnostic results: hysterosalpingogram: essure coils were properly in place and that her fallopian tubes were occluded. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; pelvic pain. Most recent follow-up information incorporated above includes: on 27-jun-2018: from pfs events " pelvic pain, fatigue, nickel allergy" are added. Patient, reporter and product information are added. Outcome of events " abdominal pain, back pain, and painful intercourse" are resolved. Historical and concomitant drug are added. Historical and concomitant condition are added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), genital haemorrhage ("heavy and abnormal bleeding") and bipolar disorder ("psychiatric and/or psychological condition( s) : bipolar disorder") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's past medical history included gravida I, tonsillectomy and meniscus operation. Previously administered products included for an unreported indication: lithium from 2011 to october 2017 and nuvaring. Past adverse reactions to the above products included bipolar disorder with lithium. Concurrent conditions included hemostasis, dysuria, frequency urinary, vaginal irritation, vaginal discharge and bipolar disorder. Concomitant products included cyclobenzaprine hydrochloride (flexeril) since may 2016 for sciatica as well as ibuprofen. On (B)(6)2015, the patient had essure inserted. On (B)(6) 2016, 23 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstruation, irregular bleeding") and dyspareunia ("pain during intercourse"). In (B)(6) 2016, the patient experienced back pain ("severe back pain, lower back pain"), pelvic pain ("pelvic pain"), fatigue ("fatigue") and allergy to metals ("nickel allergy") with erythema. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, bipolar disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menstruation"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations") and gastrooesophageal reflux disease ("gerd"). The patient was treated with lamotrigine (lamictal), tramadol, risperidone (risperdal), pantoprazole (protonix) and surgery (partial hysterectomy to remove the essure device). Essure was removed on 9-mar-2016. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menstruation irregular, menorrhagia, abdominal distension, hormone level abnormal, pelvic pain, fatigue, allergy to metals and gastrooesophageal reflux disease outcome was unknown, the bipolar disorder had not resolved and the dyspareunia and back pain had resolved. The reporter considered abdominal distension, allergy to metals, back pain, bipolar disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: essure 3 coils visible on the right and 4 coils on the left. Diagnostic results: hysterosalpingogram: essure coils were properly in place and that her fallopian tubes were occluded. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received - new events bipolar disorder, gerd, device monitoring procedure not performed, redness were added. Outcome of event abdominal pain, back pain, and painful intercourse were added. Product information was updated. Historical and treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.